Event description:
It was reported that boot up, threshold tests, and printing with the programmer was slower than normal. It was further reported that wireless telemetry was not working. An antenna/wireless connectivity issue was suspected, due to communication to the device "breaking." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) all functions including boot up, threshold, and printing run very slowly. Wireless telemetry also is slow. Microphone out of electrical specification.